Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the pulse generator's session records noted two new auto mode switch episodes since the beginning of february. The noise looked like external noise and occurred at the same time of the day on different days. No patient symptoms or additional information was reported.